Event description:
It was reported by the aci vascular closure specialist that a female pt, (B)(6), underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the cfa below the femoral head. There was 1 sheath exchange. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approximately 6 mm. Peri-procedure the pt was anticoagulated with 7,000 units of heparin. The pt had a 7f sheath in both the right and left groin. The physician closed the pt's right groin with an 8f angioseal, and the left groin with the mynxgrip vascular closure device 6f/7f. The deployment was reported as "ok, but the advancer tube was advanced too far initially". The "physician backed off and held for 30 seconds, then swelled for 90 seconds, deflated and removed the device and held for two minutes". While the physician was holding, the aci vascular closure specialist noticed that the skin below and to the left of the pt's access site looked hard. The tech felt the area that looked hard, and it was hard to the touch. At that point it was determined there was a hematoma forming, approximately the size of a softball. Pressure was applied for 20 minutes and the hematoma was pressed out. Once the pt arrived in the holding area, she had developed another hematoma, this time about 18 cm in diameter. Pressure was held for another 30 minutes and the second hematoma was pressed out. The pt was reported as hospitalized, for reasons not mynx related.

Manufacturer narrative:
The device was not returned: therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1210303) indicated that the mynx lot met all established performance criteria prior to shipment.